Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/22/2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available.